Manufacturer narrative:
Complaint confirmed. Visual evaluation of the returned ar-1938bc revealed that approximately 1.61mm of the 3.0mm biocomposite anchor at the distal tip of the device remained intact, while the rest had broken off prior to receipt for investigation. The breakage point was noted to be uneven, with the majority of the remainder of the anchor mass at one side of the device. This event is most likely caused by not inserting the implant co-axial to the bone tunnel, or improper bone preparation prior to insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a right shoulder arthroscopy labral repair the implant within the ar-1938bc suture anchor, biocomposite suturetak split and was still lodged partially in the instrument. The rn sated that the suture also broke. The ar-1938bc broke and split lengthwise after the implant was seated. The implant remains partially in the patient, and no other implants were used. Additional information has been requested. Additional information received on 09/07/2018: the facility confirmed that half of the implant was left in the patient. The facility confirmed that the device will be returning for evaluation.